Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 45 mg/dl. Reportedly, customer's basal rates and correction factors were set too high. Bg was addressed via consumption of carbohydrates and customer updated pump settings. The customer was instructed to consult with healthcare provider regarding bg level. Customer acknowledged the pump was functioning as intended.